Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the anti-siphon valve extension set caused downward occlusion, ¿increased pressure and air in line sensors¿ on pump. Per clinician, the anti-siphon valve was used to add additional pressure to the line to decrease air-in-line alarms. The information on patient involvement is unknown.

Event description:
It was reported that the pump alarmed downward occlusion, ¿increased pressure and air in line sensors¿ when used with an anti-siphon valve extension set. The clinician indicated the anti-siphon valve was used to add additional pressure to the line to decrease air-in-line alarms. The information on patient involvement is unknown.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report.